Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the stent could not be released from the delivery system. A 24x70/11fr wallstent® endoprosthesis stent was selected for use. However during preparation, the physician tested the device and found out that the stent could not be released from the delivery system. There was no attempt to deploy the stent and the procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: the stent was partially deployed by 1mm and the distal end of the shaft was curved. During analysis it was possible to deploy the stent without issue, however when the outer sheath was being closed to the tip after deployment, the stainless steel handle detached from the inner. It was noted that the distal stent wires were uncrossed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).